Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle (serial unknown); unk-sigadapt, unknown signia egia adapter (serial unknown); unknown egia su, unknown endo gia sulu (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a resection of the sigmoid colon in an open sigmoid procedure, an excessive load warning appeared on the powered device when it was placed on tissue. An open stapler device was then used and was initially able to fire, but the staple line from the device subsequently opened up. Resect and re-staple intervention was performed to resolve the issue.

Manufacturer narrative:
Correction: g2 (foreign removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.